Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The cause for failure was isolated to a damaged solder connection on the of the ca board. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.